Manufacturer narrative:
This device used for treatment and not diagnosis. The tan plate and peek spacer are separated. The returned zero-p implant shows significant surface damage to the peek component. There are broken of fragments on the left and right side, the broken off parts are missing. The microscopic investigation of the tan component shows that the threads are deformed and damaged. The dimensions cannot be checked to post-manufacturing specifications due to damage. Visually there does not appear to be an issue other than the damage sustained by misuse. Placeholder.

Manufacturer narrative:
Device used for treatment not diagnosis. No sample was returned for evaluation. The lot number has been provided a review of the device history record is not yet available. No conclusion could be drawn, as the part was not received.

Event description:
It was reported that a patient underwent a posterior cervical fixation on unknown date in (B)(6) 2012. On an unknown date, the surgeon determined that one or more of the posterior screws had pulled out of the construct, and adjacent level disease was noted. The patient was returned to the operating room on (B)(6) 2013 for posterior revision to remove and reimplant hardware to extend the posterior construct, and simultaneously was scheduled for a multilevel anterior cervical discectomy and fusion (acdf) using two zero-p implants and 3 allograft spacers with a 3-level cervical plate. The posterior construct was removed, and the surgeon discovered an infection was present. It was decided not to reinstrument the posterior aspect at this time. The patient was then turned to proceed with the acdf. The superior zero-p implant, screws and the 3 allograft spacers were all placed with no problem, and the 3 level plate had not yet been affixed. As the surgeon attempted to place the lower (inferior) zero-p implant, one of the screws would not advance. The surgeon tried a second screw, and it also would not insert. Upon closer inspection, the surgeon found the implant portion of the zero-p was broken. The surgeon removed the zero-p device, and 5 screws; placed a 4th allograft spacer, and plated with a 4-level plate instead of the intended 3-level plate. It was reported that surgery was delayed 20-30 minutes, the procedure was then completed. This is report 1 of 6 reports for complaint (B)(4).

Manufacturer narrative:
This device used for treatment and not diagnosis. The manufacturing documents were reviewed and no complaint related issues were found. The device was returned and the investigation is ongoing. Placeholder.

Manufacturer narrative:
Additional narrative: a product development evaluation was conducted. When the part was received, it was observed that the tan plate and peek spacer are not assembled. The returned zero-p implant shows significant surface damage to the peek component. The cranial screw holes on peek component have deformed surfaces due to screw interference. The tan component is in good condition. The returned implant suggests the peek component separated from the plate. The surgeon tried to install two screws. The separation resulted in the misalignment of the holes in the peek spacer. The peek spacer prevented the installation of the two screws. The implant is designed to have a semi-rigid connection between the plate and spacer. The intent for this design was to decouple the plate from the spacer, so the plate could perform similar to an anterior plate, and the spacer could perform similar to an interbody spacer. This decoupled design scheme is meant to minimize the stress between the plate and spacer. Thus, the plate and spacer were designed as separate parts that have complimentary mating features that are keyed to only assemble in one direction. As a result of the design, the spacer can dissociate from the plate if it is mishandled and loads are applied to each part in opposite directions and in the orientation of the keyed interconnection. The implant is most susceptible to this occurrence during implantation if uneven insertion forces are applied to the plate and spacer. The risk of dissociation in the patient post-op is low because the plate and spacer are loaded in the same directions in the spine. The implant design does allow it to be reassembled if it dissociates if the surgeon chooses to do so, however the most conservative solution is to use a new implant as described in the risk assessment.

Manufacturer narrative:
This device was used for treatment, not diagnosis.